Event description:
A customer reported that the 7-900-115, hyfrecator 2000, 115v/50-60hz device was used in an unnamed procedure on (B)(6) 2026, and "item 7-900-115 when in use on a patient sparked and caused a small burn to the patient. Patient no further care was needed.¿. The customer was unable to provide further information to date. There was no report of flame or arcing. There was no report of medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.